Event description:
The complainant reported that the clinicians were performing a therapeutic "arterialgram" procedure in the kidney of a pt. During the procedure, the accustick ii catheter introducer's radiopaque marker started to separate from the device. The physician was able to successfully retrieve all fragments from the pt with the aid of a snare. The complainant reported that the pt is fine, and that there was no pt complications as a result of the reported problem.

Manufacturer narrative:
A device history record review was performed. All records appeared normal and no related quality issues or mfg deficiencies were noted at the time of MFR or at incoming inspection. A lot history search was performed and found 2 similar complaints have been reported from this lot number. A total of 3 complaints have been reported for product from this lot. All 3 complaints were reported by the same customer at the same time. During the inspection of the returned device, it was found that the radiopaque band had not been returned for eval. The impression of the radiopaque band on the sheath could be clearly seen around the circumference of the sheath, indicating that the radiopaque band was attached to the sheath after MFR. This customer complaint condition was confirmed, as the returned introducer sheath was found to be missing the radiopaque band. Because the band was not returned for eval, we were unable to determine the root cause of this event. At this time, we are unable to determine the relationship between the device and the cause for this event. The may 2007 15-month accustick complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.